Event description:
In or 4 we started a hydrocelectomy bovie who plugged into valleylab unit and placed on settings which were placed on preference card at cut 80 coagulation 35. When touching skin with needle, tip sparks fell into drape to pt's right side. Md touched skin again and sparks flew.